Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? The surgeon retrieved the needle immediately after the incident. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No complication but this could be a significant issue if the surgeon could be able to retrieve the needle immediately. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a biopsy procedure on (B)(6) 2021 and suture was used. During the procedure, when stitching up the muscle after a biopsy, the doctor used absorbable suture. When he used the thread, the needle at the end of the thread came off during the suture. No adverse patient consequences were reported. Additional information was requested.